Manufacturer narrative:
(B)(4). Unique identifier (UDI) number ¿ (B)(4). Medical product: oxford ph3 cementless fem sz m, catalog #: 154926, lot #: 6171639. Medical product: oxf anat brg rt md size 4 PMA, catalog #: 159576, lot #: 6003906. Report source, foreign - event occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00010, 3002806535-2017-00009. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right knee replacement procedure. Subsequently, the patient was revised due bearing dislocation. The patient had been walking with the dislocation for 3 months. When the surgeon opened the knee, metallosis was present in the soft tissue.

Event description:
It was reported that a patient underwent an initial right knee replacement procedure. Subsequently, the patient was revised due bearing dislocation. The patient had been walking with the dislocation for 3 months. When the surgeon opened the knee, metallosis was present in the soft tissue.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.